Event description:
It was reported that two days ago, the patient was no longer able to hear anything. There is no known reason. Testing has confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.